Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damage of the conductor wires insulation at the yaw pulley. There was not material missing and the conductor wire was exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument grips were manually manipulated, the instrument passed the electrical continuity test. Components adjacent to the damaged wire do not show damage. The complaint regarding a damaged conductor wire was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure the fenestrated bipolar forceps (fbf) conductor wire was damaged. The customer used a backup fbf instrument to continue with the procedure. No fragment fell inside the patient. The procedure was continuing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the conductor wire was loose and still intact. The surgeon did not mention cautery loss. No arcing was observed during the procedure.